Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported that the system displayed a high voltage discharge tube malfunction. No patient injury was reported.